Event description:
The customer reported that the paramedics treated her low blood glucose. The customer stated that her blood glucose meter was not working properly, and gave her a 29mg/dl reading. Troubleshooting was performed. The customer stated that the last infusion set was changed four days before the event. The insulin concentration and programming on the insulin pump were correct. The amount of insulin in the status screen reads the same as the units left in the reservoir. The customer also mentioned that she had a medical procedure and might have been wearing the insulin pump. Ran a displacement test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.